Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found the instrument was installed on an in-house system and failed the recognition test. The instrument information found in the chip/rfid could not be detected. The chip/rfid may be damaged, dislodged, or the instrument information may be corrupted. Common causes of instrument recognition failures are attributed to communication issues with the chip/rfid.

Event description:
Refer to h11 for follow-up information.